Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery. It was reported that, revision surgery was performed due to non-fusion at l5/s. During the revision, cage was removed and replaced with a new one and fixated the extension to the l4 - s2ai. The set screw was removed, and when distraction was applied between the screw before it was removed, the set screw which was attached to the 7.5 x 40 screw head on both sides where the screw head moves, was not completely locked even though it was properly screwed. Initial surgery was performed on (B)(6) 2025, l5/s transforaminal lumbar interbody fusion was performed. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 55750046540; lot# h6027661 visual and microscopic inspection confirmed there is some smearing/damaged to the screw saddles from what appears to be the rods moving between the saddles and set screw. The threads of the do not appear to have been damaged. Functionally tested with a sample bone screw and confirmed the screw would still thread into the head of the bone screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.